Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that a new ultrasound blade was used intraoperatively in a laparoscopic rectal ca radical resection under general anesthesia. It passed the pre-use test. The surgeon used it correctly, and there is no contact with metal objects in use. After using for about 1 hour, the ultrasonic blade instrument suddenly alarmed, and the ceramic blade of ultrasonic blade was checked. The blade tip was complete. Reassemble and disassemble ultrasonic blade. The test still failed. It indicated that there was something wrong with the blade tip. Wipe the blade tip with gauze and find that the metal tip was broken and falling off. There was no patient consequence reported.